Manufacturer narrative:
After receiving the event, an investigation has been opened to look further into the details. A follow-up report may be submitted if more details are received from what is currently reported in this event.

Event description:
On (B)(6) 2024, the clearview uterine manipulator was used in a surgical procedure.on june 25, 2024, the patient notified her physician that small, pliable, white particles were coming from her vagina.on june 26, 2024, the patient returned to the physician's office and presented small, soft, rubbery white particles in a baggie.